Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 02/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a review of the black box shows that rebooting had occurred. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap secures properly with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated on investigation. Investigation revealed the following defects unrelated to the power complaint: evaluation revealed a cracked battery compartment and faded display, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Investigation revealed that the keypad was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons are intermittently unresponsive. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(4) 2012, the reporter contacted animas and alleged that her son's pump lost power, and didn't come back on even after battery change. The pump lost power 3 days ago, and a reboot was attempted on the same day. The patient is off the pump using syringes because pump has no power. The battery cap was last changed four to six months. The patient is currently using an alternate insulin delivery method, and will continue to do so until replacement pump arrives. There is no indication of a blood glucose excursion related to this issue. This complaint is being reported due to the allegation that the pump will not power on.